Event description:
It was reported that this implantable pacemaker exhibited high out-of-range (oor) pacing impedance of greater than 2,000 ohms. As a result, the device transitioned from a bipolar to a unipolar ventricular pacing configuration. The unipolar pacing was deemed appropriate, showing suitable thresholds and impedance levels. Sensing was left in bipolar mode, with acceptable performance and no detected noise. The device is continued to be monitored with a re-evaluation scheduled for the next follow-up appointment in six months. This device remains in service and no adverse patient effects were reported.